Manufacturer narrative:
The reported events were unacceptable threshold, high pacing impedance and helix mechanism issue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil inside the connector region was overtorqued consistent with procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension was measured within specification. The cause of helix mechanism issue was isolated to helix being clogged with blood and overtorque of the inner coil. The reported events of unacceptable threshold and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing. Dimensional analysis of the connector boot was measured within the product specifications.

Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead helix was not extended and had high pacing impedance and high capture threshold. The rv lead was not used and the physician elected to implant a different rv lead. The patient condition was stable.